Manufacturer narrative:
Patient¿s medications: aspirin and colace. (B)(4)

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2015, the patient was implanted with two conformable gore&#59412;ag&#59412;horacic endoprostheses to treat a type b dissection. On (B)(6) 2015, an additional procedure was performed whereby two conformable gore tag thoracic endoprostheses were implanted to extend distally off of the tgu373710 (lot number unknown) to cover the type b dissection that wasn't fully covered during the initial procedure. It was also reported imaging identified retrograde flow from a lumbar artery was also filling the aneurysm sac (amount of growth unknown). On the same day, a coil embolization procedure was performed to treat the type ii endoleak. It was reported the dissection was fully covered and the retrograde flow was excluded. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Corrected the conclusion code.